Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified proximal right coronary artery. A guide wire crossed the lesion, however, a non-bsc intravascular ultrasound catheter was not able to cross the lesion. The 8mm x 3.25mm nc quantum apex monorail balloon was being used to pre-dilate the lesion and ruptured at 18 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.